Event description:
A spiral blade, implanted in 2001 backed out of the nail into the soft tissue of the femur. Femur went to varus, femoral head fractured. Upon removal of the construct it was noted that the end cap was still fully seated in the spiral blade. Construct was removed 17 days later and pt was revised to 95 degree dcs plate. 7.3 cannulated screw was used to stabilize the femoral neck fracture. Cerclage cable was implanted for the subtrochanetric fracture and allograft bone graft was used.